Event description:
Information was received from a patient. It was reported that they were getting poor communication on the patient programmer and weren¿t able to communicate with the implantable neurostimulator recharger (insr). The patient stated that they weren¿t sure what they saw on the screen and first described seeing a plug displayed. Troubleshooting steps were performed during the call and it was confirmed that the insr was charged and taking a charge from the wall; the connector pin looked fine. At first, the light on the desktop charger wasn¿t on, but when the patient switched outlets it worked. It was then determined that the insr was displaying a ¿reposition antenna¿ screen. The patient stated that the issue started a week prior to the date of this report when they noticed that they weren¿t feeling stimulation and weren¿t able to charge the implantable neurostimulator (ins). It was noted that the patient¿s last successful recharging session was 3-4 weeks ago. The patient was to follow up with their healthcare provider (hcp). Indications for use are non-malignant pain and chronic low back pain.

Event description:
Additional information received from the patient reported that they received help in recharging their unit. The patient reported that at the present time, everything was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.